Manufacturer narrative:
On 4/14/97, follow up was received: the patient was last seen on 3/6/97; the symptoms had resolved on 1/23/97.

Event description:
Pt received her second treatment on 8/28/96 with two formulations of collagen into the horizontal forehead lines, glabella, nasolabial folds, and upper and lower lips; it was unknown if the vermilion or vermilion border was injected. On 9/16/96, the pt was not happy with the results of the treatment; when seen that day, she had little raised beads at the horizontal forehead lines which the physician believed was the collagen material. The exact date oif onset of the beads was unknown. Warm compresses and massage were prescribed. On 9/26/96, the pt telephoned the office and reported that the treated areas were "getting worse". On 9/30/96, she was seen with raised, red welts without induration at the horizontal forehead lines and pink, raised welts at the nasolabial folds. The physician diagnosed a hypersenitivity and prescribed oral prednisone in a tapering dose, oral atarax, and a topical cortisone cream.